Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer reported that insulin pump had a no delivery alarm that led to under delivery. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer¿s current blood glucose value was 270 mg/dl. The customer treated high blood glucose with manual injection. Customer did not reported any symptoms related to their high blood glucose. It was unknown if the customer was using auto mode or not at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that the insulin pump alarmed insulin flow block. The insulin pump will not be returned for analysis (B)(4) unomed inf set.